Event description:
It was reported that analysis of the asymptomatic patient¿s implantable cardioverter defibrillator¿s electrograms revealed oversensing of far-p waves on the ventricular channel. No patient symptoms or additional information was reported.